Manufacturer narrative:
Method: the device involved in the complaint is not available for return. Result: the lot number for the device involved is unavailable, therefore we were unable to review the device history records. Conclusions: at this time I-flow is trying to obtain additional information for the customer. Should additional information become available for this complaint, I-flow will submit a follow-up report. Information form this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. Our contact at the hospital for this incident is: (B)(6).

Event description:
Drug/diluent: topi vaccine 0.2%. Fill volume: unknown. Flow rate: 10 ml/hr. Procedure: total shoulder repair. Cathplace: interscalene. Outer nylon sheath on catheter split. Catheter was still connected at the time of occurrence. Patient was still at hospital when they noticed the issue and removed the catheter. Customer is unsure how the catheter ws broken. There was no piece left in the incision. Per anesthesiologist it is unknown how break occurred, but it may have been possibly pulled on by the patient per rn. No adverse event. Date of surgery: (B)(6) 2012.